Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was tested for energy delivery on an in-house system. Energy was delivered without any issues during multiple attempts and the electrical continuity test passed. Upon visual inspection, there was no thermal damage observed at the distal wrist. There was no problem detected. An additional observation that was not reported by the site was identified. The instrument was found to have a dislodged ceramic sleeve. No missing material was found. The root cause of this failure was attributed to manufacturing. A review of the instrument log of the permanent cautery hook (part # 470183-14 / lot # n11210322-0128) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 7th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it was alleged the top of a permanent cautery hook sparked while in the patient. The energy arced from the main tube. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the top of a permanent cautery hook instrument sparked while in the patient. The energy arced from the main tube. The procedure was completed with no reported injury. On 10-nov-2021, intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: the instrument was not inspected before use. However, now the staff is inspecting all of the permanent cautery hook instruments before a procedure starts. After the instrument arced, they noticed the plastic component that encompasses the hook looked/felt loose. The arcing appeared to originate below the plastic compartment that contains the hook. She does not know where the arc grounded. The surgeon was cauterizing when the arcing happened. The surgeon was using monopolar coag and the instrument was hooked up to a monopolar cord. They were using the erbe and the settings were set to cut 4 and coag 4. She does not know how long the instrument was in use when the arcing occurred. The other instrument that was in use when the issue happened was a long bipolar forceps. There was no instrument collision and the instrument tip did not make contact with any staples, clips, or sutures while being energized. She does not know if the tip was in contact with tissue when the arcing occurred. She does not think the tip of the instrument was immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. The instrument was removed only after the arcing event, not before. There was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications of the arcing event. There were no photos or videos of this incident. She remembered the patient was female, but was unable to provide any additional patient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was tested for energy delivery on an in-house system. Energy was delivered without any issues during multiple attempts and the electrical continuity test passed. Upon visual inspection, there was no thermal damage observed at the distal wrist. There was no problem detected. An additional observation that was not reported by the site was identified. The instrument was found to have a dislodged ceramic sleeve. No missing material was found. The root cause of this failure was attributed to manufacturing. A review of the instrument log of the permanent cautery hook (part # 470183-14 / lot # n11210322-0128) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system sk1526. The alleged event occurred on the 7th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it was alleged the top of a permanent cautery hook sparked while in the patient. The energy arced from the main tube. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the top of a permanent cautery hook instrument sparked while in the patient. The energy arced from the main tube. The procedure was completed with no reported injury. On 10-nov-2021, intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: the instrument was not inspected before use. However, now the staff is inspecting all of the permanent cautery hook instruments before a procedure starts. After the instrument arced, they noticed the plastic component that encompasses the hook looked/felt loose. The arcing appeared to originate below the plastic compartment that contains the hook. She does not know where the arc grounded. The surgeon was cauterizing when the arcing happened. The surgeon was using monopolar coag and the instrument was hooked up to a monopolar cord. They were using the erbe and the settings were set to cut 4 and coag 4. She does not know how long the instrument was in use when the arcing occurred. The other instrument that was in use when the issue happened was a long bipolar forceps. There was no instrument collision and the instrument tip did not make contact with any staples, clips, or sutures while being energized. She does not know if the tip was in contact with tissue when the arcing occurred. She does not think the tip of the instrument was immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. The instrument was removed only after the arcing event, not before. There was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications of the arcing event. There were no photos or videos of this incident. She remembered the patient was female, but was unable to provide any additional patient information.